Event description:
Implant of an ICD with re-operation with change in the pulse generator due to generator malfunction.

Event description:
1. Info received with the returned device indicated high lead impedance, oversensing and a noted set screw problem. 2. The info on the reported event was provided by the implanting physician. No additional info has been received on the event. 3. The device was analyzed and found to be within specification. The alleged failure could not be confirmed.